Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention products for the reported lot number. Retention products were tested with clinically negative urine samples and below cut-off hcg controls. All devices correctly yielded negative results with both samples, no false positives were observed. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined based on the information provided.

Event description:
It was reported that a patient was administered an hcg test which produced a false positive result. All serum beta quant performed on an in house lab. February 26: urine sample resulted in positive result with hcg combo cassette. February 28: serum beta quant= <6miu/ml. March 1: a new urine sample was tested on the cassette, resulted in positive. The serum beta quant= <1miu/ml. March 6: a new urine sample was tested on the cassette, resulted in positive. The serum beta quant= <1miu/ml. March 13: new urine sample was tested, positive result on the cassette. A serum beta quant will also be tested; result not available at time of call. The patient is being treated as if she was pregnant due to the positive urine results. No further clarification provided although requested. Troubleshooting did occur with a discussion about the false positive results and possible causes including storage, technique, proper sampling per pi, allowing cloudy/turbid urine samples to be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing, and emphasized to ensure procedure is being followed per pi.